Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a scope communication occurred on the endoeye flex deflectable videoscope during an unknown procedure when connected to otv-s190 and clv-s190. No problem occurred at the start of the procedure and the problem was solved by turning on the power again. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the communication error likely occurred due to a defect of the image sensor unit, failure of the internal board of the video connector unit, or the system caused the event. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.